Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert associated with the infusion set while using the ilet and resolved it only after changing all supplies, with re-used insulin in the vial identified by the user as a potential contributor. Symptoms included no reported adverse clinical effects and the user felt normal. Outcomes included transient hyperglycemia with a reported blood glucose of 236 mg/dl for about one hour, without back-up therapy, ketone testing, medical intervention, or assistance. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that the issue was consistent with an insulin delivery occlusion that resolved after supply replacement. It was concluded that the device functioned as designed once the infusion set and supplies were changed, and user re-use of insulin could have contributed to the occlusion.